Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the front panel to blink constantly " was caused by a locking mechanism and coverage detection slide are not functioning and the event " the image on the screen goes black" due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when touching the scope to attach a polyp track, the xenon light source exhibited black image on the screen like the connection was loose. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.